Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. In response to FDA report number: mw5096489.

Event description:
Patient reported right side rupture. Device has been explanted.